Event description:
It was reported that this recently implanted cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pacing impedance measurements. Technical services (ts) reviewed the device data and determined that the elevated impedance was associated with a non-boston scientific left ventricular (lv) lead, which had shown normal impedance values in the previous device. No adverse patient effects were reported. This crt-d remains in service.